Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient believes the ins is dead and it is causing them a lot of issues and causing duress. Caller stated patient is experiencing retention and spasms - patient is in the ICU so they were able to relieve retention with placement of foley catheter but spasms are causing pain. Caller stated that these issues are causing hypertension which they are trying to avoid. Caller stated issues presented themselves upon patient coming to facility but caller doesn't know when that was. Patient attempted to connect to ins with programmer but it wasn't connecting to ins. The caller was not with the patient. Agent reviewed that based on reported information and ins implant date, ins is likely at eos. With this information, caller suspected that patient's pain is likely due to interstitial cystitis for which system is implanted for (as opposed to system itself causing pain). Agent reviewed that next steps would be a medical decision given surgical option of ins being replaced or a complete system explant or keeping everything left as is. Caller was going to attempt to speak with pati ent's managing hcp.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.